Event description:
It was reported that when using the bd pyxis¿ es server, the patient details were not crossing over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient details not crossing over. The technical support specialist (tss) dialed into the server and verified that admission discharge transfer messages were crossing over successfully. Reviewed sampled patients and confirmed they remained admitted in the system. Contacted customer and confirmed that affected patients were not visible on specific stations and the customer stated that temporary patient profiles were created locally on stations to allow access. Further discussion and analysis identified multiple intermittent scenarios, including patients crossing without orders or with delays, patients not crossing requiring manual creation, and patients remaining admitted due to missing a03 discharge messages, additional examples and cross-team validation were required to determine contributing factors. Based on log review and system checks confirming normal functionality, it was concluded that the inconsistent behavior was likely due to upstream adt or interface messaging or configuration variances, with no single reproducible root cause established. The integrated engineer confirmed that everything was functioning correctly. Later customer confirmed that the issue was internally resolved. The system functioned as intended after the technical support specialist investigated the device.